Event description:
Hill-rom received a report from the account stating the hand pendant was making the bed raise. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the pendant to be inoperable. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics adn performance. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if th facility performs preventative maintenance on their bed. The account will order adn replace the hand pendant to resolve the issue. Based on this information, no further action is required.